Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was resetting. Upon evaluation, there was a failure at bga components u104 (pxa) and u1003 (pld). The root cause of the u104 and u1003 failure could not be positively identified. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, there was contamination on the pca board and battery cells. The cause of the inability to power a monitor or charge is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger or battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was resetting and the battery pack would not power the monitor or charge with a replacement charger.